Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was noted that the ra lead¿s threshold started to rise about six months ago. The physician tried to reposition the lead but the ra lead could not capture at that time. Therefore, the lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.